Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft4 iii assay and elecsys ft3 iii ver. 2 results for one patient sample tested on the cobas 8000 e801 module. The initial result was reported outside of the laboratory. The physician asked for a rerun of the sample at the investigation site. The sample was also sent out to an outsourced laboratory. The serial number of the customer's e 801 is (B)(4). The serial number of the investigation site's e 801 is (B)(4). This medwatch is for the ft3 iii v2 assay. Refer to the medwatch with patient identifier (B)(6) for the ft4 iii assay.

Manufacturer narrative:
The investigation determined that in relation to the differences in the ft3 and ft4 values generated with different analyzers, assays from different manufacturers can generate different results. This relates to the overall setups of the assays, the antibodies used, differences in reference materials and the standardization methodology used. The investigation excluded an interfering factor in the sample. The investigation excluded a general reagent issue. The investigation did not identify a product problem.